Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, review of the black box history showed multiple cs 052, 054, and 012 call service alarms. The pump powered on to the "verify" screen. During testing, the ezprime steps were performed with no call service alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found to the cgm or printed circuit board. Unrelated to the complaint, the audio bolus button cover was found to be torn/punctured. The audio bolus button responded appropriately. The call service alarm issue was observed in the pump history, but unable to be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).